Event description:
It was reported the insulin pump alarmed motor error three times. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.